Event description:
It was reported that the tubing leaked at the filter during a chemotherapy infusion. The small leak was contained to the bed linen, and did not touch the patient. There was no patient harm. This occurred at inpatient oncology.

Manufacturer narrative:
Correction on initial report: d.4, g.5 & h.4 (disregard model #, UDI #, lot #, expiration date, 510k # and device manufacturing date)

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing leaked at the filter during a chemotherapy infusion. The small leak was contained to the bed linen, and did not touch the patient. There was no patient harm. This occurred at inpatient oncology.